Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the patient side manipulator (psm). Engineering confirmed the reported failure mode. During a weighted brake drop test of the psm, system error code 23022 was generated and found to be associated with the psm's axis 2 brake. Axis 2 was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur, it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance (pm) of the da vinci surgical system by the intuitive surgical inc., representative or field service engineer (fse) it was found that the patient side manipulator 1 (psm) failed the brake holding force test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.